Manufacturer narrative:
One used ambulatory pump was received for evaluation. Visual inspection found the device to be in good physical condition. A review of the pump event history log was performed and no evidence of the reported issue was recorded. Functional testing to detect for delivery accuracy found pump to be delivering within specifications. The reported issue could not be duplicated. The reported root cause was the pump's worn expulsor, therefore it was replaced. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd prizm vip pump was over infused (B)(4). No patient injury resulted.